Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported that the device was being advanced and was unable to be advance through the patient¿s left common iliac artery. The device was reportedly advanced outside of the sheath. It was reported the patient¿s left common iliac artery (7-8mm) and external iliac artery (4.7mm) were small. The patient¿s common iliac was reportedly pre ballooned. It was also reported the patient¿s common iliac artery and external iliac artery were calcified. The device was being ¿pulled out¿ due to not being able to be advanced ¿in order to put a viabahn like endoconduit¿. It was reported during withdraw of the trunk the device was attempted to be retracted through the sheath and ¿opened at the common iliac artery¿. It was reported the device completely pre-deployed in the patient¿s common iliac artery. It was reported the distal portion of the device was caught on the proximal end of the sheath which is suspected by the physician to have caused the device to pre-deploy. The device was reportedly left in the patient¿s common iliac artery. The physician elected to perform a femoral-femoral bypass.